Manufacturer narrative:
(B)(6). Three (3) actual samples and two (2) companion samples were received for evaluation. A visual inspection performed with the naked eye noted all five cassettes were cracked. An under water pressure test was also performed and a leak was observed from the cracked cassettes. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for returned lots s21j30094, s21j30095, and s21i05122 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least three (3)] of home choice cassettes leaked from an unspecified location. This occurred during prime of peritoneal dialysis therapy. There was no damaged noted on the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.